Event description:
It is reported that the patient was revised due to the post on the articular surface fracturing off.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: in the patient's recent past there is history of a fall and since developed instability in her left knee. Photographs and x-rays were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation and what condition they are in. It is likely that the post broke off the articular surface when the patient fell. However, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.